Event description:
Physician's first case. Patient presented with long aortic neck (3cm), 22mm diameter. Access and deployment with a 25-16-120bl bifurcated device and a 25-25-75l proximal extension were uneventful. However, there was a slight proximal type I endoleak that could not be resolved with balloon dilatation. A palmaz stent was deployed to resolve the endoleak with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of the palmaz stent is off-label. Unknown if patient anatomy met all criteria based on powerlink indications for use. No conclusion can be drawn.